Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe volumetric accuracy was off by "about 2ml". After drawing 50ml of saline from an IV bag into the syringe, then emptying the syringe into a glass measuring cylinder, the contents measured "approximately 52ml". The following information was provided by the initial reporter: "as a temporary alternative I ordered in some bd 50ml luer-lock syringes and upon receiving them into the unit, the exact same issue appears to have occurred again; the increments on the syringe do not appear to be giving an accurate representation of its contents, seemingly by a factor of about 2ml. As you can see below, 50ml of nacl drawn from an IV bag into one of the bd 50ml luer-lock syringes was emptied into a glass measuring cylinder, only for it to show up as approximately 52ml: compare the same experiment replicated with one of the terumo 50ml luer-lock syringes and you can see that the volume in both the syringe and the measuring cylinder match at exactly 50ml"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe volumetric accuracy was off by "about 2ml". After drawing 50ml of saline from an IV bag into the syringe, then emptying the syringe into a glass measuring cylinder, the contents measured "approximately 52ml". The following information was provided by the initial reporter: "as a temporary alternative I ordered in some bd 50ml luer-lock syringes and upon receiving them into the unit, the exact same issue appears to have occurred again; the increments on the syringe do not appear to be giving an accurate representation of its contents, seemingly by a factor of about 2ml. As you can see below, 50ml of nacl drawn from an IV bag into one of the bd 50ml luer-lock syringes was emptied into a glass measuring cylinder, only for it to show up as approximately 52ml: compare the same experiment replicated with one of the terumo 50ml luer-lock syringes and you can see that the volume in both the syringe and the measuring cylinder match at exactly 50ml".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-oct-2022 . H6: investigation summary several sealed samples were returned to our quality team for investigation. Upon visual inspection, no issues related to the scale were observed. A device history review was performed for lot 2206040, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. During the barrel printing process, operators periodically verify the volume accuracy with a pass/non pass gauge. The returned samples were evaluated using the same method and while noted to be slightly displaced, they were found to be within required tolerance. Based on the available information and sample investigation, we cannot identify a root cause related to our manufacturing process at this time.